Manufacturer narrative:
Corrections: d1 and g3 manufacturer and addresses were changed from conmed to wickimed. The device has not been returned for evaluation to date and no photographic evidence was provided therefore the reported event could not be verified. A device history record review was requested from the manufacturer and no indication of abnormalities was communicated. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 12 reports, regarding 12 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: the user is advised to confirm that all power settings on the generator are appropriate for the procedure being performed. The electrosurgical generator¿s intensity should be set as low as is necessary to achieve the desire effect. Please refer to electrosurgical generator user manual and dispersive electrode instructions for use for additional instructions. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, plpul2020, 20/ca ultra nonstick 10ft , was being used during a left video assisted thoracoscopy, left lower lobe completion lobectomy, mediastinal lymph node dissection, on the 07feb23 when it was reported, ¿conmed ultra pencil and electrode from (tele med) sparked a fire during the case¿. A series of assessment questions were sent to the customer and it was reported, the device did not make patient contact. There was no burn to the patient. The surgery was completed with a new bovie handpiece and the patient was discharged without injury. The procedure was completed with no report of a delay. There was no report of patient or user impact, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the device,plpul2020, 20/ca ultra nonstick 10ft , was being used during a left video assisted thoracoscopy, left lower lobe completion lobectomy, mediastinal lymph node dissection, on the (B)(6) 2023 when it was reported, ¿conmed ultra pencil and electrode from (tele med) sparked a fire during the case.¿. A series of assessment questions were sent to the customer and it was reported, the device did not make patient contact. There was no burn to the patient. The surgery was completed with a new bovie handpiece and the patient was discharged without injury. The procedure was completed with no report of a delay. There was no report of patient or user impact, medical intervention, or extended hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.